Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin during a bolus. The customer blood glucose reading was 600 mg/dl. The customer changed the infusion set and treated with a bolus from the insulin pump. The customer reported that it took three attempts at filling the tubing before it worked without alarming. The customer threw out the reservoirs and infusion sets that caused the issue and was advised to call if the alarm reoccurred to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.